Event description:
It was reported that the patient had slurred speech and could not speak a few days after. The physician determined that there was a blood clot to the patient's brain. Testing will be done to see where the clot came from and the device will also be checked. Follow-up was conducted to obtain information on the patient and whether the episode was device related, but the attempts were unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.